Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump had received battery out limit alarm, failed battery test alarm and crack at top battery compartment. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did not require rewind. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and not receiving another insulin pump error alarm after a battery change. Customer troubleshooting was performed. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.